Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('intense bleeding, general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included parity 1. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), mood swings ("mood swings"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety/psych injury"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), loss of libido ("loss of libido / hormonal changes : decreased libido"), back pain ("lower back pain"), abdominal distension ("bloating"), menstrual disorder ("severe blood clots during her menstrual cycle"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems : vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nervous system disorder ("neuronal condit/problem"), visual impairment ("vision problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (pain relief) and surgery (underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, mood swings, migraine, headache, alopecia, anxiety, weight increased, dyspareunia, loss of libido, back pain, abdominal distension, menstrual disorder, dizziness, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, nervous system disorder, visual impairment and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal plan as patient is unable to afford surgery. Essure insertion date provided in pfs: (B)(6) 2012. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received : case category updated to incident, event "abnormal bleeding (vaginal)", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.